Event description:
Straight curette tip broke off during surgical procedure. All pieces accounted for, continues carm use during surgical procedure. Surgeon confirmed all pieces accounted for. FDA safety report ID# (B)(4).